Event description:
The customer's wife called to report that the drive support cap was protruding. Advised the customer that the insulin pump would be replaced. Unable to get the customer's blood glucose reading as he was sleeping at the time of the call. Nothing further was reported.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. The insulin pump passed all functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery and displacement test. However, the insulin pump had a loud motor noise during rewind due to faulty motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.